Manufacturer narrative:
The axium coil was received for evaluation and was in a contradictory condition to the reported event. The implant coil was found detached from the pushwire and missing. Additionally, the pushwire was found bent at from the proximal end. Under the microscope, the coin was found located against the lumen stop, and the detach element was found broken and extending out from the distal end of the axium pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the received device condition, follow up attempts were conducted for additional complaint details, but no information could be obtained. We were unable to determine the cause of detachment of the implant coil. It is possible that the axium implant coil became detached and lost following the attempt to push the axium coil through the echelon microcatheter hub against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil stuck at the microcatheter hub. It was reported that this coil would not advance into the microcatheter lumen through hub. Other coils worked normally before and after. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire and missing.